Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8324989. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for hub broken on lot # 8324989. This is an mds product, risks, hazards and harms are captured under the umbrella of risk management document (B)(4). Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.5ml 30ga 8mm bls 400 sg brazil needle hub was found broken prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the syringe was with the tip broken in the site of needle insertion. Customer informed: noticed prior the use. No damage to professional/patient. No blood/chemo exposure."